Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 461 mg/dl during the time of call. The customer treated with a bolus. The customer stated that she was stuck in the rewind and delivery loop. The customer stated that she does see the bolus delivery screen with 0.0 units. The customer was able to escape the status screen. The customer was assisted with clearing out the battery out limit alert. The customer was assisted with the settings and date. The customer was assisted with rewind tubing process. The customer was advised to check her blood glucose in a few hours to ensure they are going down.